Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient was up every hour to 1.5 hours to use the bathroom, which was the same as baseline. The patient did not sleep through the night and wanted to know if this was normal and how much urine they should be voiding in the morning. The patient also wanted to know if their manufacturer had information about patients using this therapy while also taking oxybutynin. The agent redirected the patient to discuss medical questions with their managing healthcare provider (hcp). The patient stated one time they increased the amplitude, and it shocked them briefly, and they never adjusted it again after that. The patient stated the shocking was not painful but was a feeling that they would not want to feel longer than 1 second. The patient indicated they had an upcoming appointment with their managing physician to adjust therapy settings. Additional information was received from a patient. The patient called back asking how they could use the therapy. The patient asked if they could increase the stimulation to get a longer pee break. The patient said they were on a low program. The patient said that they felt a shocking sensation in their tailbone after it was implanted. The patient said when they tried to change it, they felt shocked and did not want that to happen again. The agent reviewed and advised that they should feel a tingling sensation in their bicycle seat and it should disappear after. The agent advised that some patients react differently and it did not mean that if they felt nothing the therapy was not working. The patient said they would callback as the external device still needs to be charged.